Manufacturer narrative:
Patient ID also reported as (B)(6). This report is for an unknown humeral nail/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a procedure on (B)(6) 2020, the technical assistance showed no knowledge of the multiloc system. At the time of mounting the locking frame, it was mounted anteriorly, when it must go laterally; the patient was affected, since not only was the frame mounted anteriorly, but the patient was incised and the anterior locking screws inserted, which should not go there. Additionally, the surgeon stated that due to poor advice, one of the screws remained outside the nail, even with the frame in place, and that they could not explain how to use the ascending screw that goes to the calcar. The screw was relocated in the same surgical time, and correctly oriented with the precise use of the product instruments. The doctor had another surgeon come in to help. The procedure was completed satisfactorily with a noted surgical delay. Concomitant medical devices: locking screws (part: unknown, lot: unknown, quantity: unknown). This report is for an unknown multiloc humeral nail. This is report 1 of 2 for (B)(4).

Event description:
Updated event: it was further noted at the time of mounting the nail locking frame, two (2) additional incisions were made that were not planned for in the procedure. The extra incisions added to the extended surgical time.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.